Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer knowingly did not charge the pump battery and subsequently the pump shut off due to insufficient power. The customer experienced an elevated blood glucose (bg) level of 513 (mg/dl) with moderate ketones. The customer charged the pump and delivered a bolus to address bg level.